Event description:
The patient was in the hospital for kidney stone treatment which included a heating pad. Immediately after using the heating pad, the patient vomited. The device had turned off. It was turned back on and the patient was scheduled for a follow-up with her physician. There was no injury.